Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/failure to occlude') and device expulsion ('breakage/ expulsion: expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain:"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2011. Result- failure to occlude. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs&mr received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain, dysmenorrhea (cramping, menorrhagia, device expulsion, perforation uterus, bladder problems, urinary problems. Event outcome added pelvic pain, dysmenorrhea (cramping). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/failure to occlude/one stuck through uterine wall/perforation (uterus)'), device expulsion ('breakage/ expulsion: expulsion'), device dislocation ('malposition of essure device: one wrapped around fallopian tube/confirmed migration of essure coils'), pelvic abscess ('pelvic abscess'), uterine abscess ('uterine abscess') and uterine necrosis ('infection: necrosis of uterine wall') in a 38-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required), 7 months 23 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), uterine necrosis (seriousness criterion medically significant), pelvic pain ("pain:"), dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral, total hysterectomy (uterus and cervix removed), total abdominal hysterectomy and total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device dislocation, pelvic abscess, uterine abscess, uterine necrosis, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain, urinary tract disorder, uterine abscess, uterine necrosis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2011. Result- failure to occlude. In 2011- tubal ligation before hysterectomy. Right: four coils present in the uterine cavity. Left: two coils. Diagnostic hysteroscopy with diagnostic laparoscopy and fulguration of fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unsuccessful voluntary sterilization; on (B)(6) 2011: failure to occlude (close) fallopian tubes. Ultrasound scan - on an unknown date: pelvic abscess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic abscess. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events per pfs: malposition of essure device: one wrapped around fallopian tube, uterine abscess, infection: necrosis of uterine wall, vaginal bleeding and abdominal pain were added. Event per mr: pelvic abscess was added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/failure to occlude/one stuck through uterine wall/perforation (uterus)'), device expulsion ('breakage/ expulsion: expulsion'), device dislocation ('malposition of essure device: one wrapped around fallopian tube/confirmed migration of essure coils'), pelvic abscess ('pelvic abscess'), uterine abscess ('uterine abscess') and uterine necrosis ('infection: necrosis of uterine wall') in a 38-year-old female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced uterine abscess (seriousness criteria medically significant and intervention required), 7 months 23 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), uterine necrosis (seriousness criterion medically significant), pelvic pain ("pain:"), dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral, total hysterectomy (uterus and cervix removed), total abdominal hysterectomy and total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, device expulsion, device dislocation, pelvic abscess, uterine abscess, uterine necrosis, menorrhagia, bladder disorder, urinary tract disorder and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic abscess, pelvic pain, urinary tract disorder, uterine abscess, uterine necrosis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test:- on (B)(6) 2011. Result- failure to occlude. In 2011- tubal ligation before hysterectomy. Right: four coils present in the uterine cavity. Left: two coils. Diagnostic hysteroscopy with diagnostic laparoscopy and fulguration of fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unsuccessful voluntary sterilization; on (B)(6) 2011: failure to occlude (close) fallopian tubes. Ultrasound scan - on an unknown date: pelvic abscess. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic abscess lot number:740669, manufacture date: (B)(6) 2010, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.